Manufacturer narrative:
A customer in the united states contacted siemens to report that a centralink data management system high end server was emitting smoke. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the centralink device. The cse found that the plastice face of the device, where a hard drive and cd player are mounted, showed evidence of melting and heat damage. The cse did not repair the centralink because the customer is replacing the centralink with the atellica data manager. The cause of the smoke is unknown. The device was removed from service. No further investigation of the device is needed.

Event description:
A centralink data management system high end server (centralink) was reportedly emitting smoke. The customer powered down the centralink. There are no reports of sparks or open flame. There are no known reports of patient intervention or adverse health consequences due to the event.